Event description:
It was reported by service report that the power inlet was broken not allowing the power cord to security fasten the power cord, the side rail panels were cracked, and the side rail would not raise due to damaged glide rods. It is unk if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: glide rod, power inlet.